Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The complaint is reported as: the customer alleges that the unit will no longer heat up. The alleged issue was detected during pre-testing.